Event description:
It was reported that approximately 6 months post catheter placement, the catheter allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination and the lot met all release criteria. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported fracture issue as a fracture was noted on the catheter in the provided photo. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The investigation is confirmed for the reported issue as a fracture was noted on the catheter in the provided photo. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately 6 months post catheter placement, the catheter allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that approximately 6 months post catheter placement, the catheter allegedly formed a balloon. There was no reported patient injury.